Manufacturer narrative:
The reporter's test strips were requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received a questionable glucose result for one patient tested with accu-chek inform ii meter serial number (B)(4). At 3:00 a.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 58 mg/dl. At 3:09 a.m., a sample from the patient was tested using a second accu-chek inform ii meter, resulting in a glucose value of 125 mg/dl. This value was believed to be more accurate for the patient.